Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for movement disorders. It was reported that the ins has not been charged in about a month and alleging an overdischarge. The last successful recharge was over a month and not maintained due to unrelated medical issue. The patient knows about recharging their device but is on a ventilator and their family member does not know anything about the system. Due to lack of access to the product, troubleshooting could not be done. They were redirected to have the manufacturer representative paged to check the system and train the family member on how to use the recharger to get the device to work again. It was also reviewed that training can be done over the phone as well with technical services. No patient symptoms or further complications were reported as a result of this event.